Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, it was stated that the cgm was 200 mg/dl off, with no specific values provided. The parent stated that they calibrated the sensor twice using the unprovided values, and it would work for an hour, but then become discrepant again (it would ¿go down again¿). Following one calibration, the bg was 239 mg/dl and the cgm was 289 mg/dl. The patient experienced symptoms of vomiting and severe stomach pain and per the parent, almost went into diabetic ketoacidosis (dka). She was taken to the hospital and was given IV fluids and a bolus of insulin. She was sent home the same day. At the time of the report she was feeling back to normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.